Manufacturer narrative:
H.6. Investigation summary: one photo was received and evaluated. The photo depicted a loose 10ml syringe next to a package from unknown batch # (p/n 302995). The barrel of the syringe was observed to have missing print throughout the scale markings. Multiple grad lines, numbers, and the bd logo were missing entirely, while several other grad lines and numbers were partially missing. The print quality was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect could not be determined based on the photo provided. Physical sample is required to evaluate potential reasons for the print missing. No corrective actions are necessary based on the defective rate identified. Batch 9301181 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using a syringe 10ml ll s/c 200 the volume markings rubbed off and the user was unable to read the volume graduations.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a syringe 10ml ll s/c 200 the volume markings rubbed off and the user was unable to read the volume graduations.